Event description:
It was reported that this implantable pacemaker device has fluctuated from 2 months battery remaining and during the current checked, the device was at 4 months battery remaining left. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has fluctuated from 2 months battery remaining and during the current checked, the device was at 4 months battery remaining left. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating this device was explanted and replaced.

Event description:
It was reported that this implantable pacemaker device has fluctuated from 2 months battery remaining and during the current checked, the device was at 4 months battery remaining left. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating this device was explanted and replaced.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.